Event description:
It was reported that patient had right hip surgery due to chronic dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.